Manufacturer narrative:
Neither the part nor any imaging was available for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was done for a creo mis locking cap which had popped off post-operatively.